Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No pump errors 81, 82, or 53 were noted during testing; however, pump error 53 is found in the device history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the they experienced diabetic ketoacidosis. The customer' high blood glucose was 313 mg/dl and treated with bolus. The customer stated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able rewind the insulin pump. The customer was able to passed the displacement test. The insulin pump error did not occur during rewind. The customer was not able to passed the self test. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.